Event description:
Implantation of surgical mesh, became infected, fever for mos, critical condition in 2002. Ongoing stomach problems, various mild chronic health issues 2002 approx 2008, stomach pain, on going chronic problems, abnormal bowel adhesions, twisted bowels, recent infection/granuloma in 2008.